Event description:
The customer reported lower than expected prostate-specific antigen (psa) result, within the normal reference interval, for one patient involving access 2 immunoassay system. Subsequent testing of the patient's sample on the original system and on an alternate unicel dxi system at a reference laboratory recovered results that better matched the patient's clinical presentation. The erroneous result was released out of the laboratory and immediately questioned by the physician as it did not correlate with the patient's condition. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample had been drawn by a phlebotomist in a 7 ml serum separator tube. It was allowed to clot for 20 minutes prior to centrifugation at 3,380 rpm (revolutions per minute) for 15 minutes in a horizontal centrifuge. The tube was placed directly on the instrument. The customer stated the sample was full and did not appear lipemic or hemolyzed. The customer did not witness any visible fibrin clots. The customer stated quality control (qc) was within the laboratory's expected range. The customer performed a system check on (B)(6) 2012, and it was within specifications (after testing the sample for the first time). The customer's previous system check was also within specifications. In conclusion, the cause of this event is unknown and could not be determined.